Event description:
It was reported that the right ventricular (rv) lead impedance is out of range but in range when delivering a shock. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not received for evaluation; however, performance data was collected from the device. There was a patient alert for out of tolerance sub threshold lead impedance from 2011 (B)(6) to 2012 (B)(6). The weekly high voltage lead impedance trend had an abrupt increase for minimum and maximum superior vena cava (svc) impedance from 60 to 254 ohms between 2011 (B)(6) and 2012 (B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.